Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced difficulty slitting the catheter being used to implant the left ventricular (lv) lead. The lead reportedly did not move and exhibited excellent electrical testing results. It was then reported that the right atrial (ra) lead post-operatively exhibited a decrease in p-waves and an increase in pacing thresholds. The patient presented in the days following and a pericardial effusion was noted on an echocardiogram but did not warrant a pericardiocentesis. The physician felt this may have been caused by a microperforation from the ra lead. The lead remains in use. No further patient complications have been reported as a result of this event.